Manufacturer narrative:
It was reported that the device was used for a procedure with a "thoracic" approach . The airseal ifs and trocar are not indicated for thoracic use, and therefore the purported event occurred during off - label use. The safety and effectiveness of the device for this off- label use has not been established. The device was not available for evaluation as it was discarded, and no lot number or other information was made available. No additional conclusions can be made regarding the purported event. The company continues to monitor the clinical use of airseal ifs and works diligently to ensure product safety. Device discarded.

Event description:
On (B)(6) 2016, surgiquest was made aware of a purported malfunction with one of its devices via a distributor . The event transpired in (B)(6). It was purported that during an laparoscopic esophagectomy with thoracic approach. The physician noticed that the tip of the cannula of the airseal port ias12-100, broke off and located a piece of the device inside the patient. The fragment was retrieved and no patient harm ensued. The device was discarded and is not available for evaluation.